Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced debilitating symptoms of halos greater than three (3) months post implant of the intraocular lens, (iol). The specific date was not provided. The patient underwent a yag procedure on his left eye (B)(6) 2013; the halos remained following this procedure; however, the haze (which was also reported to the doctor) has disappeared. Further, the patient reported that he¿s still seeing halos 500x larger than the actual size of a street light. Patient cannot drive at night anymore and feels like he¿s been handicapped from his cataract surgery but expressed he does not want the lenses out. Patient can see 20/20 before it gets dark. Patient had companion lens implanted in his other eye, (right) and a second MDR will be provided.

Manufacturer narrative:
Corrected data: outcomes attributed to adverse event: disability or permanent damage should not be checked. (B)(6). Health professional, user facility and company representative should not have been checked. All pertinent information available to the manufacturer has been submitted. Placeholder.